Event description:
It was reported that the left ventricular (lv) lead had dislodged from the initial position and was unable to capture. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2013; 6944-65, lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, and stretching.